Event description:
Boston scientific received information: rv pulse width was elevated from 0.4 to 1.0, they changed the pulse width and next day the rv was good and patient went home. Event occurred in the netherlands. Date of event (B)(6) 2011. No other details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).